Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the now dose was not appearing on pyxis and only the subsequent doses associated with the dosing frequency were displayed. After the order was verified in epic, it appeared in pyxis; however, it displayed only the dose scheduled for the following day. The now dose for the current day was not visible, requiring the nurse to override the next day¿s dose to administer the now dose, which resulted in an inappropriate workflow. The customer indicated that both the correct now dose and subsequent doses should appear in pyxis so nurses can dispense medication correctly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.